Event description:
Tandem with control iq does not give correction insulin when in sleep mode. Target range is advertised as 110 to 120 mg/dl for blood glucose range. Correction is supposed to be given via increased temp basal insulin if in sleep mode. You can see control iq is not delivering insulin with the control iq feature enabled. This feature is supposed to give insulin according to one's correction factor and other factors including, insulin on board etc. The correction factor is 11 with a blood sugar level of 152mg/dl. Eight increased temp basal should have been applied automatically considering the correction factor is eight, increased temp basal should have been applied automatically considering the correction factor is 11 mg/dl with 0 insulin on board. Control iq feature is not working correctly. FDA safety report ID# (B)(4).